Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a detached cannula. The sensor was inserted at the abdomen on (B)(6) 2019. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the applicator was not returned. The customer's complaint of a detached cannula was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.